Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 269 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The pod was reportedly not sticking well to the infusion site. As treatment, a bolus was administered, the pod was removed, and a new pod was applied. The patient's blood glucose, insulin, and treatment histories are as follows:   (B)(6).